Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned up to three no delivery alarms. Blood glucose level was not provided, but customer reported that it was high. Troubleshooting could not be completed as the customer did not have her supplies with her at the time of the call. No further information was provided.